Event description:
On (B)(6) 2011, the lay user/patient in italy contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided to customer service. On (B)(6) 2011 at 5:30 pm the patient obtained the blood glucose reading of 320 mg/dl on the reported meter, and a reading of 70 mg/dl on a second meter within 30 minutes. The patient took the actions of taking three units novorapid insulin via his pump and exercising. Five minutes afterwards, the patient experienced the symptom of shaking and he felt hypoglycemic. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had programmed the reported meter with the incorrect calibration code number for the lot of test strips in use, which can cause inaccurate readings. The issue was resolved with patient education. The patient's testing technique was incorrect by using the incorrect calibration code number in the meter. The patient allegedly suffered symptoms suggesting severe hypoglycemia after exercising and taking insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#:k021819.